Event description:
It was reported that the bd discardit¿ ii syringe had an "unsatisfactory vacuum test" and there was an "impurity inside the syringe." Further information was later reported about fm and a leak in the product. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with pictures of the affected sample. After the evaluation of the returned pictures, we confirmed the reported issue of particles present, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. In relation to the leakage reported, without a physical sample to evaluate we are unable to fully investigate this incident, therefore a root cause could not be determined. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (may 9 - 11th, 2017). Syringes were assembled in machine, nº4267, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7128283 (may 8 - 15th, 2017) and in lot #7129005 (may 9 - 10th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7129002, #7125068, and #7118052 and no problems, defects or qn related to the reported issue were found. Root cause analysis: this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. In relation to the leakage reported, without a physical sample to evaluate we are unable to fully investigate this incident, therefore a root cause could not be determined. Confirmation: the returned pictures of the sample presented white particles in the syringe and confirmed the reported issue of particles present. Without a sample we are unable to confirm leakage. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of a damage in the plunger lip. CAPA determination: in regard to particles present: we have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816. In regard to leakage: we can ensure that the probability of finding this kind of defect is very low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. If a sample becomes available this complaint will be reopened and investigated fully.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had an "unsatisfactory vacuum test" and there was an "impurity inside the syringe". Further information was later reported about fm and a leak in the product. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the bd discardit ii syringe had an "unsatisfactory vacuum test" and there was an "impurity inside the syringe." Further information was later reported about fm and a leak in the product. No serious injury or medical intervention was reported.